Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: a review of the black box showed no power issues. A leak test was performed and failed to find a leak in the display lens. The pump was opened to find no evidence of moisture. The pump powered on with a blank display. The display screen was cracked. A test display was installed and functioned properly.